Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: a.2, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.